Manufacturer narrative:
Section d10 references: product ID tm90d0 lot# serial# (B)(6). Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the patients hadn¿t been showing any improvement in their mobility for the past two weeks or more. The consumer thought the patient¿s battery was depleted and therapy turned off because they tried charging the patient¿s implant fully, but the symptoms have not resolved. The patient lost their patient programmer. The patient was redirected to their healthcare provider. Additional information received from the consumer reported they received their replacement external equipment and turned therapy on, but the patient had a really bad reaction as soon as therapy was turned on. The consumer described the reaction as a jolt, and the patient started making seizure-like movements. The consumer tried to turn therapy off, but they weren¿t able to. During the call the dbs therapy app was prompting the consumer to pair the communicator with the handset again, and were able to pair, but got the ¿device not responding¿ message but it was because they didn¿t have the communicator over the implant. The patient was no longer making the seizure-like movements and wondered if the patient¿s reaction to therapy being turned on was due to it having been turned off for ¿weeks and weeks.¿ it was reviewed the patient likely needed time to adjust to stimulation. The co nsumer called back, and it was reviewed how to turn stimulation off after they had a bad reaction when turning stimulation on. The consumer was then able to turn stimulation back on and decrease stimulation.